Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A labeling review was performed and the direction insert was reviewed and it was noted that under the directions section, it states: ''for each access, firmly push male luer of syringe or administration set directly against one-link connector's luer activated surface and rotate until connection is secure.'' The cautions section, it states: "use of luer lock connection is recommended. If luer slip connection is used, insert into one-link connector using a firm push and twist motion." The direction insert was found to be sufficient in providing information concerning luer connections prior to use. No flow situation can occur if the connection is not secure or if the gland does not open when turning the syringe or administration set. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter (B)(4) of one (1) one-link needlefree IV connector that had problems infusing albumin. The nurse made sure that onelink was screwed on properly. Eventually the albumin was given without a onelink in the new intravenous site. The event occurred during patient use; no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.